Event description:
Subsequently, boston scientific received information that this patient was presented back to the electrophysiology (ep) laboratory in (B)(6) 2013. The chronic device was explanted and replaced without incident. The device was received at boston scientific's return product department.

Event description:
Boston scientific received information that this local representative contacted boston scientific's technical services (ts) to report that this device displayed a voltage too low for projected remaining capacity (alert#1003) and was generating beeping tones. According to the patient, the device had been generating beeping tones for approximately one week. The local representative was informed by ts that the device's safety architecture had detected that the device's was depleting prematurely and that the device's longevity estimate was no longer accurate. The patient should be scheduled for device replacement. A memory upload was sent to in-house engineering for analysis. Analysis confirmed that a low voltage alert occurred in mid-october 2013. The voltage had currently recovered to 3.046 volts and therapy delivery remained unaffected. The device hardware is not detecting the loss of battery energy. Because of this, the battery status indicators are not reflecting the depletion condition and are inaccurate. The local representative was informed that the patient should be scheduled for device replacement and the device should be returned to boston scientific for laboratory testing.

Manufacturer narrative:
The available information suggests that this device remains in-service at this time.